Event description:
Early 80¿s female with history of coronary artery disease and recent chest pain. Procedure: balloon angioplasty and stent placement. The cordis catheter was kinked (visible in package) and not used on patient. Manufacturer response for catheter, percutaneous, vista brite tip (per site reporter). Will obtain.